Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11434. It was reported the pt had a small pin-hole sized opening at the ipg site and clear liquid was draining. The pt reported she had a headache and nausea. F/u confirmed the pt had an infection with pus behind the ipg. The physician explanted the scs system. It was reported the pt was placed on 14 days of antibiotics and it was suspected her body had rejected the system.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.